Event description:
It was reported that right hip revision surgery was performed due to hypersensitivity and loosening.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, head and sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head, cup and sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Loosening was reported, but the acetabular component was found to be well fixed. The surgeon reported very high metal ions, however no lab values or lab reports were made available. The intraoperative reports indicated no findings of necrotic, discoloured, or black tissue that showed metallosis. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain and liquid mass cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient postop convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.